Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qmbcpsr0, and no non-conformances were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? For example, did the suture broke post-operatively? Initial procedure date, as well as when the patient was seen again. Device return status/follow up?

Event description:
It was reported that a cat underwent an oophorectomy on an unknown date and suture was used. Post-op, there was a rupture of the suture. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned samples determined that fourteen unopened samples of product code jv452 were received for evaluation. Upon visual inspection of the unopened samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted. H6 component code: g07002 - actual device not returned.